Event description:
It was reported that the right ventricular lead exhibited high capture threshold and the patient experienced phrenic nerve stimulation. The lead was explanted and replaced. The patient was stable throughout the whole procedure.

Manufacturer narrative:
A partial lead was returned in two pieces, measuring 8.8 cm and 46.2 cm for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.